Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that balloon shaft kink occurred. A 1.50mm x 15mm maverick²¿ balloon catheter was selected for use to treat the lesion. However, during unpacking, the balloon shaft was kinked. The device was changed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a maverick 2 balloon catheter with no other devices. The balloon was tightly folded. Device analysis determined the condition of the returned device was consistent with the complaint incident. The hypotube was completely separated 54.5cm from the hub. The hypotube fracture surface were ovaled, which suggests the device was kinked prior to separation. There were numerous hypotube kinks. No damage or irregularities were noted to the distal shaft. Product analysis confirmed the reported kink. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).